Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Although return of the trek catheter may have further aided the investigation, there was no report of any leaks noted during preparation for use and the balloon was initially pressurized twice without incident, which suggests that the balloon was not damaged prior to the procedure. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. The lesion was calcified and likely contributed to the reported difficulty. It is possible that the balloon material was damaged (scratched) from interactions with other devices and/or the calcified lesion such that upon a third inflation attempt, the balloon ruptured. The reported balloon rupture appears to be related to operational context of the device and not a product quality deficiency. The reported patient effect of dissection, as listed in the product instructions for use (IFU), is a known adverse event associated with coronary stenting procedures and is not necessarily an indication of a product quality deficiency. Although a definitive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a quality deficiency associated with the product. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the product was not returned for analysis and the lot number was not reported. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that the procedure was to treat a calcified lesion in the ramus artery. The 2.25 x 20 mm trek balloon was inflated to 10 atmospheres (atm), but the balloon was dog-boned (due to the anatomy), so the balloon was inflated a second time to 10 atm. The vessel was still not opening up, so a third inflation was made at an unknown pressure, at which time the balloon ruptured and a vessel dissection was observed. An apex balloon was used to complete the dilatation, opening up the vessel. The dissection resolved itself without treatment. There was no significant delay in procedure and no adverse patient sequela. No additional information was provided.